Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that they were experiencing low blood glucose events, high blood glucose events, and that their insulin pump was under delivering. The customer's blood glucose at the low event was 58 mg/dl and 399 mg/dl at the high event. The customer also reported that they experienced low blood glucose of 35 mg/dl and the customer treated with food, the insulin pump, and high blood glucose with manual injections. The customer declined to troubleshoot the insulin pump. The insulin pump was returned for analysis.